Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The basket of the ncircle tipless stone extractor was working as intended during the percutaneous nephrolithotripsy procedure. While attempting to remove an approximately 1.5cm impacted stone in the smaller calyx - the device became more difficult to open/close over time. The procedure was completed using another of the same device. No additional procedure was required and there were no adverse consequences to the patient as a result of this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned to manufacturer for investigation. Returned packaging confirms lot number 9114727. The device was returned with the handle partially closed and the basket formation retracted inside the catheter. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. Visual examination noted the distal tip of the catheter is smashed. The length of the smashed area measures 5mm in length. The proximal end of the catheter next to the mlla has a stressed appearance and is white in color. Functional testing determined the handle does not actuate the basket formation. The handle was disassembled, the basket assembly could not be removed from the catheter. A review of the device history record for lot number 9114727 found no non-conformances. A review of complaint history records shows no other complaints associated with complaint device lot number 9114727. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that was closed and could not opened. The sheath was found to be damaged at the distal end, and at the proximal end near the handle. The damaged sheath prevented the basket subassembly from functioning when the handle was actuated. The provided information stated the device became difficult to open and close throughout the procedure. It is likely the sheath became damaged during use, preventing the basket from functioning properly. The definitive cause of the damage could not be determined, but possible contributors could have been: patient anatomy, user technique, or procedural factors such as the size of the stone(s). Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.